Event description:
It was reported that the wake button was sticking. There was no reported adverse impact to the customer's blood glucose level. The customer began using multiple daily injections. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.